Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose. The customer blood glucose level was 595 mg/dl at the time of incident and then the blood glucose of the patient was 470 mg/dl. Customer treated with manual injection. The customer's wife declined for troubleshooting for high blood glucose. The product will not be returned for analysis.